Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone, and recommended replacing the expiratory flow sensor. The repair is ongoing. (B)(4).

Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator generated an alert error code indicating "expiratory pressure stuck". There was no pt involvement.